Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the tissue pad was damaged and detached outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.